Manufacturer narrative:
It was reported that the sl-plus­/slr-plus mia rasping machine broke when started using it. This happened during testing. No delay was reported and no backup was available so another competitor device was used. This device is a third party device and the complaint part, intended for use in treatment, was forwarded to the legal manufacturer imt medical for investigation. The legal manufacturer reports that the device is 10 years old and the damage of the instrument occurred due to fatigue breaking of the adapter. The piston and cylinder are recommended to be replaced. As recommended action, the legal manufacturer advised for a total revision of the device replacing the adapter, ventil, pison and cylinder. The quote for this revision were sent to the customer. The complaint devices reached end of life and will be repaired. Smith+nephew will continue to monitor for similar issues and the third party devices will be forwarded to the legal manufacturer for complaint investigation.

Event description:
It was reported that when started using this device, it broke. This happened during testing. No delay was reported and no backup was available so another competitor device was used.